Manufacturer narrative:
The baxter technician found the sling bar hook needed to be replaced. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sling bar hook to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that likorall 250 es, white had sling bar hook broken. There was no patient/user injury, medical intervention, symptom, or adverse event reported.